Event description:
The physician was performing a metal stent placement on a female pt with pancreatic divisum. It was noticed by the physician that the stent could not be visualized undrer fluoroscopy during deployment of the stent. It was reported that the stent did not open and the catheter tip fell off into the pt's common bile duct. At that time, a diamond stent was placed as no bile was flowing leaving the original stent inside the pt. The catheter tip was retrieved successfully with a stone extraction balloon. No additional procedures were necessary and the pt is reported to be in satisfactory condition.